Manufacturer narrative:
The device was evaluated at olympus (B)(4). Olympus (B)(4) checked the device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by a failure of the internal board or a failure of the lca panel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the indicator did not light up and the device did not turn on. There was no report of patient injury associated with the event.